Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual investigation: the depth gauge for 2.0mm and 2.4mm screws (product code: 319.006, lot number: 6870434) was received at us cq for investigation. Visual inspection of the received device indicated that the needle component was broken from the slider assembly. Needle fracture location was identified at the interface between needle and slider. The distal portion of the needle was observed to be bent off-axis. The protection sleeve component was missing. Device failure/defect identified? Yes. Document/specification review: the following drawings reflecting the current and manufactured revisions were reviewed: depth gauge for 2.0/2.4 mm screws: (current revision) & (manufactured revision). Needle (current & manufactured revision). Protection sleeve (current revision) & (manufactured revision). No design issues or discrepancies were identified. Dimensional inspection: specified dimensions: needle diameter = 1.25 +0/-.05 mm. Measured dimensions: needle diameter near fracture = 1.23 mm, conforming. Complaint confirmed? Yes, the device received was broken and missing components. Conclusion: the overall complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws as the needle component was broken and the protection sleeve component was missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number: 319.006, synthes lot number: 6870434, supplier lot number: n/a, release to warehouse date: 01feb2012, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on march 16, 2020, a depth gauge was found broken when restocking/assembling a distal radius set. The broken depth gauge was removed from the set and replaced with a functioning depth gauge. The depth gauge was broken post-op during instrument decontamination and did not affect patient care. There was no patient involvement. This report is for one (1) depth gauge. This is report 1 of 1 for complaint (B)(4).